Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related: disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Currently the vessel morphology was reported the aortic neck measures 25-27mm in diameter with 20 degrees of angulation. The aneurysm measures 7.5cm in diameter. There is disease progression with aortic neck dilatation. It was reported that there was a proximal type ia endoleak. The physician implanted an endurant aui, a talent occluder in the left contralateral limb, and performed a femoral to femoral bypass; the type ia endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.